Event description:
It was reported that during routine generator exchange that a gentle tug on the right ventricular (rv) lead caused an insulation break. On (B)(6) 2022 the physician elected to cap and replace the rv lead. The patient condition was stable.